Event description:
Leads tested out of specification during manufacturer's analysis. Additional information received of lead fractures. Std review indicates a fracture of the hvb conductor on the 6936. Three leads were returned; however, the model 6933 may have been an artifact of the previous system.